Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. The customer also reported a low blood glucose (bg) level between 50-69 mg/dl; the cause was unknown. The customer consumed carbohydrates in order to address low bg. The customer continued to use the pump for insulin therapy.